Event description:
A surgical technician reported a system message displayed then the system shut down during a procedure. An alternate unit was used to complete the procedure with no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).